Event description:
It was reported that episodes of non-sustained lead noise were observed due to intermittent oversensing on the near field channel. Programming changes were made. Device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.